Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005 [missing records: records for operative report ¿hernia repair with gore-tex¿ were not provided.] On (B)(6) 2005 (B)(6) hospital and medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 03444644. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/03444644) was implanted during the procedure. On (B)(6) 2005 [missing records: records for CT showing ¿fluid collection was noted underneath the gore-tex mesh¿ were not provided.] On (B)(6) 2005 [missing records: records for CT showing ¿persistent fluid collection now with debris in it¿ were not provided.] On (B)(6) 2005 (B)(6) hospital and medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected gore-tex mesh. Postoperative diagnosis: infected gore-tex mesh, plus erosion of protac into the proximal transverse colon. Procedure: exploratory laparotomy, evacuation of intra-abdominal abscess, removal of infected gore-tex mesh, and partial transverse colectomy. Anesthesia: general endotracheal. Estimated blood loss: minimal. Replacement: crystalloid. Complications: none. Indications and consent: the patient is a 60-year-old white female who underwent an eventful recurrent incisional hernia repair with gore-tex on (B)(6) 2005. Postoperatively she did well until approximately two weeks after surgery when she began complaining of abdominal pain. A CT was obtained and a fluid collection was noted underneath the gore-tex mesh. It was questionable as to whether this represented an extravasation from the bowel but no oral contrast was noted in this. She actually improved the following day and was placed on oral antibiotics. I had her come to the (B)(6) hospital on (B)(6) 2005 for a repeat CT scan to see if her symptoms and if her radiographic findings had changed. She reports subjectively today that her pain is essentially unchanged but that her nausea has resolved. Repeat CT scan, however, shows persistent fluid collection now with debris in it. No evidence of oral contrast extravasation is seen. Nevertheless, it is obvious that she is failing medical management, and I have recommended that she be taken to the operating room for exploration and removal of the gore-tex mesh. Indications and potential complications of the procedure including bleeding, infection, recurrence of her hernia, damage to other organs, as well as deep vein thrombosis, pulmonary embolism, stroke, heart attack were all explained to the patient, who consented. Procedure: ¿the patient was taken to the operating room and placed in the supine position. IV antibiotics were administered and sequential thromboembolic hose were placed. Next, following the induction of adequate general endotracheal anesthesia, a foley catheter was placed and her abdomen was prepped and draped in the usual sterile fashion. A vertical midline incision was made and dissection was carried down until the fascia was identified. This was incised sharply and an intact piece of gore-tex was visualized. The center of the gore-tex mesh was opened using scissors and I immediately encountered pus. This was aspirated and sent for culture. I then lengthened the length of the incision through the gore-tex both superiorly and inferiorly. I was able then to carefully elevate the gore-tex. It was not adherent to the underlying bowel but was still held in place with the gore-tex sutures and the protacs. Circumferentially I proceeded to unscrew all of the protacs in the right upper quadrant a single tack was surrounded by bile-stained gore-tex. Once this tack was unscrewed, bilious material was seen to extravasate from a hole in the overlying omentum. I continued to remove all of the protacs. Once the gore-tex sutures were cut, the infected mesh was passed off of the field. The abdomen was then copiously irrigated. Her incision was extended both superiorly and inferiorly, allowing greater exposure. The omental cake was then brought up into the midline and inspected. There was an obvious defect at the site of the prior tack. It should be noted that the tack, at least grossly, appeared to be firmly attached to the muscle and there were no protruding ends that I could see. Next, the omentum was carefully taken off of the transverse colon and then separated from the gastrocolic ligament. This definitively demonstrated a small hole in the proximal transverse colon measuring approximately 1 cm in length. I ran the small bowel at this point in time from the ligament of treitz distally to the cecum. There is no evidence of damage to the small bowel seen. I elected at this point in time to perform a segmental transverse colectomy. Approximately 4 inches of the transverse colon was removed and passed off of the field. It was then reanastomosed using a colostomy. This was created in a side-to-side functional end-to-end stable anastomosis. There was no undue tension placed on this, as the hepatic flexure had been mobilized. The abdomen was then copiously irrigated and inspected. After the effluent was clear, a jackson-pratt drain was placed through the right lower abdominal wall into the pelvis. This was then sutured in place. The fascia was then closed using two #1 running pds sutures. Retention sutures were also placed. Next, a jackson-pratt drain was placed in the subcutaneous tissue. The skin was then closed using staples. Both drains were sutured in place, sterile dressings were applied. The patient tolerated the procedure well and was taken to recovery in stable condition. There were no complications. Operative findings: intra-abdominal abscess with infected gore-tex and hole on the proximal transverse colon, most likely secondary to erosion by a protac.¿ on (B)(6) 2005: [missing records: a culture report and pathology report detailing analysis of the specimens collected during the procedure was not provided.] On (B)(6) 2006 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: mesh repair recurrent incisional hernia. Anesthesia: general. Specimen: none. Description of operation indications: the patient is a 60-year-old woman status post multiple repairs of an incisional hernia. Her most recent was a laparoscopic repair, which was complicated by infected mesh and a transverse colon perforation requiring laparotomy, segmental colon resection and mesh removal with primary closure. Since that time, she has developed [illegible] and this was markedly symptomatic. Findings: the patient had an approximately 10-12-cm fascial defect containing bowel, which was not incarcerated. Description of operation: ¿after the patient was sterilely prepped and draped and under adequate general anesthesia, a midline incision was made. This was taken down with electrocautery to the subcutaneous tissue. This large hernia sac was encountered lying mostly to the left of midline, and this was freed up, showing a large central fascial defect extending to the left of midline as nod above. This was freed up circumferentially back to the fascial margins. Due to the abundant scar tissue present, this required opening the sac and freeing up the contents from off of the sac and the undersurface of the peritoneum. This was freed up well back beyond the fascial margin circumferentially extending for a distance of about 4 to 5-cm beyond the fascial margin circumferentially. Some of the excess peritoneum from the sac was excised and discarded. A 6-inch x 8-inch composix mesh was chosen. This was placed into this defect with the marlex side toward the fascia. The marlex was secured to the overlying fascia using interrupted 2-0 vicryl sutures. This was done interrupted fashion circumferentially, staying back from the edges of the mesh and secured well beyond the fascial margin circumferentially. This was then covered by closing the midline tissue, including some attenuated fascia, over the mesh using a running 0/0 pds suture. Next, a 10-mm flat jackson-pratt drain was placed into this large space were the hernia sac had been and brought out through a separate incision in the left abdomen and secured at the skin with a 3-0 nylon suture. The deep subcutaneous tissue was reapproximated over this using a running 2-0 vicryl suture. There was good hemostasis and the skin was closed with clips. A dressing was placed and the patient had tolerated the procedure well and returned to the recovery room in stable condition. Estimated blood loss was minimal.¿ on (B)(6) 2006 (B)(6) medical center. Implant record. Composix mesh. On (B)(6) 2018 [missing records: records for procedure were not provided.] On (B)(6) 2018 (B)(6) medical center. (B)(6), md. Pathology. Diagnosis: a. Excision from right colon and small bowel with abdominal wall mesh: segmentally resected ileum (4 cm) and right colon (15 cm) with adhesed small intestinal segment (13 cm) and abdominal wall fibroadipose tissue showing abdominal wall mesh material focally eroding into ascending colon and adhesed small intestine segment lumens with associated mucosal necrosis and extensive mural scarring. B. Excision from rectosigmoid colon: segmentally resected colon (16 cm) showing sessile tubular adenoma (1.4 cm) with focal high-grade dysplasia. Completely excised. Mild diverticulosis with no active inflammation. Benign pericolic lymph nodes (0/16). C. Distal colon anastomotic ring excision: benign colon segment (0.8 cm). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abdominal abscess, mesh infection and removal. Additional event specific information was not provided.